Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fctr, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient¿s trial worked perfect and even took away some lower back pain due to cysts. It was stated that since their permanent device was implanted they had all kinds of pain and pressure when urinating, like all of the symptoms they had before implant. The patient stated it was agitating their scar tissue from the cysts and everything was hurting since the surgery. It was noted the patient only had one program and they tried to decrease the amplitude, but it made everything worse. Additional information received reported that the patient had chronic pain issues and had pilonidal cysts in the past. The patient described their pain as similar to former cyst pain and complained that the device was causing pain. It was noted that the patient had documented psychological disorders as well and saw pain and psychology health care providers (hcps). The action required as a result of the event was explant of the implantable neurostimulator (ins) and lead. It was stated that diagnostic testing of impedance testing was performed. The product issue was not resolved and the cause of the issue was not determined. It was reported that the lead had an impedance issue of no impedances. The patient status was alive with no injury and the symptom associated with the event was pain at an unknown location. It was noted that the patient requested removal of the device. The ins and lead would be returned and would be replaced in the future.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins was functionally okay and there were insignificant anomalies. Analysis of the tined lead (va0fctr) found no significant anomaly. The lead body was cut through and the product was segmented. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.